Manufacturer narrative:
(B)(4)

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an impending rupture of a thoracic aortic aneurysm. The proximal neck was 43 mm in diameter with a length of 20 mm. The stent graft was implanted after the left subclavian artery was coiled (prior to implant). It was reported that there was type I endoleak and touch-up was performed followed by another angiogram. The endoleak was slightly reduced but was still there. Further treatment was not performed and the procedure was completed. No clinical sequelae were reported and the patient is fine. The physician commented the device was undersized so a type I endoleak was expected. There is no causality with the device. The device was able to be implanted at the desired location.